Event description:
The customer reported the system was taking a long time to boot up. Also the correct images could not be sent to pacs and there were lost images. The customer also experienced problems with the brakes.

Manufacturer narrative:
The ge service rep deleted the patient files for a corrupt image directory. He replaced the interconnect cable and found nothing wrong with cross arm brake.